Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately two weeks post implant it was reported that there was increased, high and irregular thresholds on the right ventricular (rv) lead. There was a and a rv lead impedance alert triggered due to low pacing impedances. It was noted that the rv lead was trending lower impedances. The physician suspects micro-dislodgment or micro perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.